Event description:
The manufacturer received information alleging a ventilator was auto cycling. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's flow sensor assembly was replaced due to dirt/dust contamination.